Event description:
Ous MDR - boston scientific received information that one day post implant, this right ventricular lead was not capturing appropriately. Despite multiple attempts to reposition this lead, the lead dislodged after each reposition attempts. The lead was removed, replaced and discarded by the facility. Upon removal, visual inspection revealed tissue throughout the helix mechanism. No adverse patient effects were reported. According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.